Event description:
Pt was getting up from a stretcher chair in the emergency dept and as she went to rise, the stretcher chair "tipped." Patient was getting up from the middle of the chair. The head of the bed rose with the pneumatic device. The foot of the stretcher chair was lowered. Pt did not fall and there was no injury.